Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a service call, the cardiosave intra-aortic balloon pump (iabp) unit will not charge. There was no patient harm reported.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A field service technician (fst) arrived on site to find iabp console not fully engaged in the hospital cart. Once reinserted the iabp began charging the batteries. All power parameters, battery operation checks and battery run time tests passed. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use.

Event description:
N/a.